Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm emerge¿ balloon catheter was selected for use and advanced to dilate the unspecified target vessel. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).